Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy abnormal bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus in 2000, hypertension in 2000 and gardnerella vaginalis vaginitis. Plaintiff undergo an essure confirmation test. Concomitant products included insulin detemir (levemir), insulin lispro (humalog) and methyldopa. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrrhagia)"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe_cramping"), vulvovaginal pain ("vaginal pain") and insomnia ("unable to sleep"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (on (B)(6) 2017 plantiff undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain had resolved and the abdominal pain lower, menorrhagia, vaginal haemorrhage and insomnia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, insomnia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: vol-tab rx 29-1 mg tablet current medication. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result not provided. Smear cervix - in 2007: normal. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received :- patient information added. Event outcome added abdominal pain, pelvic pain, vaginal pain, bleeding. Lab test added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy abnormal bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus in 2000, hypertension in 2000 and gardnerella vaginalis vaginitis. Plaintiff undergo an essure confirmation test. Concomitant products included insulin detemir (levemir), insulin lispro (humalog) and methyldopa. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrrhagia)"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe_cramping"), vulvovaginal pain ("vaginal pain") and insomnia ("unable to sleep"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (on (B)(6) 2017 plantiff undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, menorrhagia, vaginal haemorrhage and insomnia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, insomnia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: vol-tab rx 29-1 mg tablet current medication diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - in 2007: normal. Most recent follow-up information incorporated above includes: on 17-may-2019: plaintiff fact sheet received, new reporter added, new events abdominal bleeding (menorrhagia), abnormal bleeding (vagianl bleeding), unable to sleep, product insertion date updated, severity of abdomen pain, pelvic pain updated, patient demographic updated, racisim of the patient updated, treatment drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 36-year-old female patient who had essure (batch no. 880422,a47949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus in 2000, hypertension in 2000, gardnerella vaginalis vaginitis, pregnancy, gravida ii, parity 1, cesarean section, nausea and alopecia. Plaintiff undergo an essure confirmation test. Concurrent conditions included leukocytosis, foot infection, uti, dysuria, vomiting, acute vaginitis, urinary urgency, cataract operation and vitamin d deficiency. Concomitant products included insulin detemir (levemir), insulin lispro (humalog) and methyldopa. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrrhagia)"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe_cramping"), vulvovaginal pain ("vaginal pain") and insomnia ("unable to sleep"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (on (B)(6) 2017 plaintiff undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain had resolved and the abdominal pain lower, menorrhagia, vaginal haemorrhage and insomnia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, insomnia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: vol-tab rx 29-1 mg tablet current medication. Discrepancy: patient who had essure coils placed after her last pregnancy in 2014. Insertion details: at this time the golden maker was identified and full deployment was performed, leaving two coils outside of the ostia. The same was performed on the left ostium, where the device was placed leaving 4 coils outside the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result not provided. Smear cervix - in 2007: normal. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs & mr received. Lot number was added. Reporter causality comment, reporter, concomitant condition was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 36-year-old female patient who had essure (batch no. 880422,a47949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus in 2000, hypertension in 2000, gardnerella vaginalis vaginitis, pregnancy, gravida ii, parity 1, cesarean section, nausea and alopecia. Plaintiff undergo an essure confirmation test. Concurrent conditions included leukocytosis, foot infection, uti, dysuria, vomiting, acute vaginitis, urinary urgency, cataract operation, vitamin d deficiency, obesity, vaginitis, vaginal pain, cellulitis, abscesses of skin, cataract operation and vitamin d deficiency. Concomitant products included insulin detemir (levemir), insulin lispro (humalog) and methyldopa. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrrhagia)"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe_cramping"), vulvovaginal pain ("vaginal pain") and insomnia ("unable to sleep"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (on (B)(6) 2017 plantiff undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain had resolved and the abdominal pain lower, menorrhagia, vaginal haemorrhage and insomnia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, insomnia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: vol-tab rx 29-1 mg tablet current medication. Discrepancy: patient who had essure coils placed after her last pregnancy in 2014. Insertion details: at this time the golden maker was identified and full deployment was performed, leaving two coils outside of the ostia. The same was performed on the left ostium, where the device was placed leaving 4 coils outside the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result not provided. Smear cervix - in 2007: normal. Lot number:880422 manufacture date:2011/07 expiration date:2014/07. Lot number:a47949 manufacture date:2012/09 expiration date:2015/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of product technical complaint on 18-feb-2020: fu4 and fu5 were processed together. Medical record received. Concurrent condition were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and pelvic inflammatory disease ('left pelvic wall inflammation') in a 36-year-old female patient who had essure (batch no. 880422-inv,a47949,a880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus in 2000, hypertension in 2000, foot ulcer in 2000, abdominal pain in 2000, nausea in 2000, dysuria in 2000, cataract operation in 2000, gardnerella vaginalis vaginitis, pregnancy, gravida ii, parity 1, cesarean section, nausea and alopecia. Plaintiff undergo an essure confirmation test. Concurrent conditions included leukocytosis, foot infection, uti, dysuria, vomiting, acute vaginitis, urinary urgency, cataract operation, vitamin d deficiency, obesity, vaginitis, vaginal pain, cellulitis, abscesses of skin, cataract operation and vitamin d deficiency. Concomitant products included insulin detemir (levemir), insulin lispro (humalog) and methyldopa. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrrhagia)"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe_cramping"), vulvovaginal pain ("vaginal pain") and insomnia ("unable to sleep"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (on (B)(6) 2017 plantiff undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain had resolved and the pelvic inflammatory disease, abdominal pain lower, menorrhagia, vaginal haemorrhage and insomnia outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, insomnia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: vol-tab rx 29-1 mg tablet current medication. Discrepancy: patient who had essure coils placed after her last pregnancy in 2014. Insertion details: at this time the golden maker was identified and full deployment was performed, leaving two coils outside of the ostia. The same was performed on the left ostium, where the device was placed leaving 4 coils outside the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 01 (B)(6) 2013: result not provided. Smear cervix - in 2007: normal. Lot number:880422, manufacture date:2011/07, expiration date:2014/07. Lot number:a47949, manufacture date:2012/09, expiration date:2015/09. Concerning the injuries reported in this case the following event was described in patient's medical record;:pelvic inflammatory disease lot number: a880422. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and pelvic inflammatory disease ('left pelvic wall inflammation') in a 36-year-old female patient who had essure (batch no. 880422,a47949,a880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus in 2000, hypertension in 2000, foot ulcer in 2000, abdominal pain in 2000, nausea in 2000, dysuria in 2000, cataract operation in 2000, gardnerella vaginalis vaginitis, pregnancy, gravida ii, parity 1, cesarean section, nausea and alopecia. Plaintiff undergo an essure confirmation test. Concurrent conditions included leukocytosis, foot infection, uti, dysuria, vomiting, acute vaginitis, urinary urgency, cataract operation, vitamin d deficiency, obesity, vaginitis, vaginal pain, cellulitis, abscesses of skin, cataract operation and vitamin d deficiency. Concomitant products included insulin detemir (levemir), insulin lispro (humalog) and methyldopa. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrrhagia)"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe_cramping"), vulvovaginal pain ("vaginal pain") and insomnia ("unable to sleep"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (on (B)(6) 2017 plantiff undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain had resolved and the pelvic inflammatory disease, abdominal pain lower, menorrhagia, vaginal haemorrhage and insomnia outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, insomnia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: vol-tab rx 29-1 mg tablet current medication. Discrepancy: patient who had essure coils placed after her last pregnancy in 2014. Insertion details: at this time the golden maker was identified and full deployment was performed, leaving two coils outside of the ostia. The same was performed on the left ostium, where the device was placed leaving 4 coils outside the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result not provided. Smear cervix - in 2007: normal. Lot number:880422 manufacture date:2011/07 expiration date:2014/07. Lot number:a47949 manufacture date:2012/09 expiration date:2015/09. Concerning the injuries reported in this case the following event was described in patient's medical record;:pelvic inflammatory disease. Lot number: a880422. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. Event added- pelvic inflammatory disease. F/u 6,7,8 processed together on 11-mar-2020: f/u 6,7,8 processed together. On 12-mar-2020: mr received : reporter , medical history added. Lot number added. F/u 6,7,8 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe_cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2017 plaintiff undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.